Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope is displaying a communication error, b30. This event occurred during inspection for use.there were no reports of patient harm.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was confirmed. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.